Event description:
It was reported that the catheter was being placed for a female patient in the lumbar plexus. The nurse opened the tray and immediately noticed the ampule of lidocaine was cracked open along the score line. As a result, they pulled lidocaine off the shelf and continued the procedure. There was no delay in treatment, no patient death, and no patient complications were reported. The block was successful.

Manufacturer narrative:
(B)(4). Sample will not be returned.